Event description:
The facility reports the hoist started lowering on its own. The nurse pressed the emergency stop button several times before the hoist stopped moving. The resident suffered a laceration to the leg.